Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. The cse ran multiple patient precision studies. Siemens is still investigating the issue.

Event description:
(B)(6) results for immunoglobulin g (igg) antibodies to (B)(6) were obtained on 2 patient samples on an advia centaur xpt instrument. The initial results were not reported to physician(s). On (B)(6) 2019, the samples were repeated on the same instrument, however, the customer did not provide the results obtained on (B)(6) 2019. On (B)(6) 2019, the samples were repeated on a non-siemens instrument at a reference laboratory, and the results recovered (B)(6). It is unknown if the results obtained on the non-siemens instrument were reported to the physician(s) and the correct results are unknown. There are no reports of patient intervention or adverse health consequences due to the (B)(6) results.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00436 on 27-nov-2019. Additional information (14-feb-2020): a siemens customer service engineer (cse) was dispatched to the customer's site multiple times to investigate the cause of this issue. Initially, the cse performed a total service call. The cse replaced 2- and 3-way valves for wash displacement (wd) and reagent probe (rp), ancillary probe, acid/base teflon valves, the luminometer, aspirate probe # 4, and resuspend diluter. The cse also decontaminated the instrument and acid/base. Additionally, the cse performed alignments, wetwash1, wet water, dry at 30 replicates. The cse ran calibrations for the luminometer and cuvette elevator, dry test, dark counts, calibrations for multiple assays, precision testing and quality controls, which recovered acceptably. The cause of non-reactive results for immunoglobulin g (igg) antibodies to hepatitis c virus (anti-hcv) is unknown. The customer is not using the instrument and is discussing the replacement of the advia centaur xpt instrument with an atellica solution with siemens. No further evaluation of this device is required. Conclusion code in section h6 was updated to reflect the additional information.